Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (501 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Customer delivered manual injections to stabilize blood glucose levels.